Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen 150 mcg/day 2000 mcg/ml via implantable pump. The indication use was intractable spasticity. The patient reported that once a month he will go through an oscillation where he feels like he was overdosing on the medication. The patient stated that he was drowsy, lightheaded, dizzy, hypotonia, losing muscle strength in the core and itching around the chest. The symptoms will go away after five to seven days and then the spasticity and pain came back. The patient was redirected to their healthcare provider to further address the issue and redirected to lioresal to see any considerations.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they attempted to return the pump. However, when the rep checked with the operating room, the pump could not be located, so the pump would not be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that the patient had had symptoms where their heart rate dropped to about 40 bpm (beats per minute), they were lethargic, and had difficulty lifting their legs, and then, it would go the other way and they would get very spastic. It started sometime in (B)(6) 2022 and every 3 months the symptoms would come and go. Slowly, the symptoms, started getting closer together. In november 2023, their symptoms worsen. The patient saw their hcp and the pump was put to minimum rate; they were started on oral baclofen; and the symptoms resolved. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced due to a possible pump malfunction. The catheter was also replaced. The existing catheter was partially explanted. The spinal segment of the existing catheter was tied off at the anchor and left in the patient. It was noted that the pump was delivering compounded baclofen (750 mcg/ml at 4.61 mcg/day); the patient¿s medical history was intractable spasticity; and the issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2023-11-06 from the patient reporting they have been having problems with either the pump or the medication where they are "oscillating between underdose and overdose." Patient stated when they are overdosed they are hypertonic, have shortness of breath, headache, dizzy, light headed and that lasts for anywhere from 3 to 7 days. Patient then stated they "swing the other way where I'm not getting enough medication where I have intense spasms and return of itching around the chest, neck, armpits, hands tremble and shake." Patient reported this had been going on for about a year and they were not making progress with their physician. Patient mentioned they just saw the physician about a little over a week ago to change the concentration of the medication and the flow rate and they thought maybe there was something with the catheter. Patient said they had a dye test done earlier in the summer in may and it was determined that there was not a clogged catheter and the concentration was changed. Patient was still experiencing these symptoms so they did a lower concentration but at a higher flow rate under the theory that it would force the flow rate and keep the volume open and that didn't work. Patient also mentioned that this episode, which was this past weekend, was one of the "strongest" ones they had been in where they were unable to stay awake, had intense headaches, extreme bradycardia, and their heart rate was down into the 30s. Patient described being asleep the entire day and unable to ambulate so they were "kind of bedridden and couch ridden because you don't have any muscle tone to get out and around and breathing was extremely hard and it felt like there was a weight sitting on my chest." The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen 150 mcg/day 2000 mcg/ml via implantable pump. The indication use was intractable spasticity. The patient reported that once a month he will go through an oscillation where he feels like he was overdosing on the medication. The patient stated that he was drowsy, lightheaded, dizzy, hypotonia, losing muscle strength in the core and itching around the chest. The symptoms will go away after five to seven days and then the spasticity and pain came back. The patient was redirected to their healthcare provider to further address the issue and redirected to lioresal to see any considerations. It was noted that there have not been any issues with volume discrepancies, pump issues, and no issue on a dye study.